Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated / confirmed the customer reported complaint. Failure analysis found the primary failure of broken / loose cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. Failure analysis found damage around the outer circumference of the distal idler pulley near the break location of the grip cable. Additionally, slight indentations were found on the distal clevis near the cable break location. This evidence suggests the grip cable breakage near the distal idler pulley was most likely due to mishandling/misuse (such as collision with other instruments or accessories). The instrument was found to have a secondary finding of a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed an electrical continuity test. No signs of thermal damage were observed. Inspection found that no material (insulation / wire) was left inside the grip crimp. However the end of the conductor wire appeared to be torn with no visible wires remaining. No wires were returned with the instrument, indicating the possibility of a fragment. The fragment of the conductor wire is missing and was not returned with the instrument. The location of the fragment is unknown at this time, although there is no allegation of a fragment falling inside the patient. Additionally, the broken conductor wire is most likely also due to mishandling / misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report that during a da vinci-assisted nephrectomy procedure, the pulley wire of the fenestrated bipolar forceps instrument broke, leading to tear of the vessels of a living donor nephrectomy patient. Field b1 was updated from "adverse event" to "adverse event and product problem"

Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. As of the date of this report based on site review; the product information, date of event, surgeon¿s name, and the procedure name cannot be confirmed. As a result, the system log review was not performed since there is insufficient or unconfirmed product/event information. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the pulley wire of the fenestrated bipolar forceps instrument broke, resulting in an injury to one of the patient's vessels. At this time, the severity of the injury, and quantity of blood loss incurred remains unknown. It is unknown whether additional medical/surgical intervention, if any, was administered due to the alleged incident.

Event description:
It was reported that during a da vinci-assisted live donor nephrectomy procedure, the pulley wire of the fenestrated bipolar forceps instrument broke. The patient's vessels were allegedly torn as a result of this issue. The procedure was completed using a backup instrument. There were no fragments that fell inside of the patient's anatomy. Intuitive surgical, inc. (Isi) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.